Event description:
Via FDA user-facilities report, event desc: physician was placing a short gamma nail in patient when locking screw using targeter that comes with gamma instruments, physician missed the nail; then had to remove short nail and convert to a long nail. Another set was opened and a new targeter was used for second nail. Explanation from stryker rep. As follows: when drilling for the distal 5mm screw, the drill bit missed the hole and perforated posterior cortex, requiring the physician to remove short nail and insert long nail. After the case the scrub tech and sales rep re-attached the short nail to the targeter and ran the drill bit back through and everything lined up perfectly. With any targeted nail, there are a few complications that can lead to missing the distal hole, the most common being loose nail holding bolt, bending nail during insertion, or not locking the drill sleeves. During the case all of these issues were discussed and checked for, but at the time, none existed. Manufacturer response (as per reporter) for trochanteric nail), gamma3 nail.

Manufacturer narrative:
Device was discarded by the hospital. No evaluation will be performed. If pertinent information is received, it will be submitted on a supplemental report.